Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The company representative reported via message that the customer's insulin pump had been out of use for years because the insulin pump would not hold a charge. The customer's blood glucose was unknown. The customer explained that the battery did not always register and that the settings on the insulin pump would be wiped out. The customer performed frequent battery changes and stated that the insulin pump would reject new batteries. The customer did not return the product for analysis.